Event description:
Info rec'd indicates the pt positioning sensors (ppm) are not functioning.

Manufacturer narrative:
The technician found liquid on the scale circuit board and the sensor connections. He replaced the head and thigh sensors and the scale circuit board to repair the bed.